Event description:
Boston scientific crm rec'd info that following this implant procedure, the pt went to the recovery room where the caller witnessed the pt waving her arm. System interrogation noted the right atrial and the right ventricle egms were aligned; and prior to that, there was excellent atrial pacing data. Therefore, a revision procedure was performed, and this atrial dextrus lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if add'l info is rec'd.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.